Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 135 mg/dl at the time of incident and a blood glucose reading of 369 mg/dl at the time of call. Customer treated with manual injection. Customer stated that the insulin pump was put on suspend delivery mode and unable to resume the delivery due to insulin pump was stuck and unresponsive. Customer stated that battery replacement did not resolve the issue. No significant events leading to keypad anomaly were observed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device passed displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. All buttons functioned properly; no damage to keypad traces and connector on electrical board was not unlocked during visual inspection. Manually suspended delivery for a minute and manually resumed delivery with the suspend feature properly resuming; no suspend feature anomalies or resume delivery anomalies noted during testing. The device was received with scratched casing, minor scratches on lcd window, scratches on display window cover and pillowing keypad overlay.